Event description:
Patient reported he administered 12 units of insulin prior to eating dinner. He indicated that he started to eat and within one hour his blood glucose level dropped to 45 mg/dl. Patient stated that he ate "an entire hand full" of glucose tablets, but his blood glucose level did not return to normal. He indicated that he then ate straight sugar. Patient reported paramedics being called due to him feeling nauseous and vomiting. Paramedics gave him an entire tube of glucose gel, raising his blood glucose level to 50 mg/dl. He indicated that a few minutes later his blood glucose level dropped to 35. Patient was given IV glucose and taken to the emergency room. Patient stated that a few hours later, his blood glucose level rose to 197 mg/dl. He reported not using the infusion device until the next morning when he woke up with a blood glucose level of 300 mg/dl. Patient indicated that he administered small boluses until his blood glucose level returned to the 120's mg/dl. He stated that he would switch to the backup infusion device. Patient was released from the hospital that day. Product was requested to be returned for evaluation.